Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer reported that the insulin pump had cosmetic damage and tape was not adhering. It was also reported that the battery was not lasting a week and low battery warning came too late and clip was weak. The insulin pump will not be returned for analysis.